Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed that the distal portion of the retriever (core wire and coil) is broken near the pto but it is not completely detached; it is being held by the filaments and all filaments were still intact. Coil separation is seen on the helix section of the retriever. Close examination of the fracture area shows curling of the core wire and the fracture appears to be ductile (i.e. Visible cup and cone geometry). The failure is confirmed but the root cause could not be determined. The mfg records for merci retriever v 2.0 firm, lot numbers 34726 were reviewed and no anomalies were found that are related to this complaint.

Event description:
An (B)(6) year old male pt had rec'd IV tpa and was also treated with a merci retriever v 2.0 firm device. The device worked great on the first pass and retrieved some of the clot. When re-loading the device, it was noticed that the tip of retriever had separated from the device wire. The device was not reloaded into the pt. Physician also used IV-tpa during the case which he believes caused a bleed in the pt. The physician does not believe that the device caused any harm to the pt. The pt expired a day after the procedure. The device instructions for use lists related possible complications. While the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.